Manufacturer narrative:
Air leak with no consequences or impact to patient. Pending device return to external manufacturer for evaluation.

Event description:
When the guiding introducer was inserted in the patient's body and aspirated, blood and air was entering the system. The physician found a crack in the hub of the sheath.